Event description:
The device was used during an axillary curage procedure. Reportedly, the clips scissored. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
1/25/1999- supplemental report sent to FDA.